Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: d10 - product received on: (B)(6) 2019. Investigation - evaluation: a review of documentation including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications, as well as a visual inspection, functional test and dimensional verification of the returned device was conducted during the investigation. One mac-loc catheter was returned for evaluation. Slight biological matter was noted throughout the device, however no additional damage was observed. A leak test was performed and was unable to confirm the presence of a leak within the hub. All dimensions deemed relevant to the failure mode were analyzed and it was discovered that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. It was concluded that inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode the technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record revealed one relevant nonconformance for ¿fitting, not properly secured¿, in which 5 devices were scrapped. It should be noted that there were no additional complaints reported for lot 9825417. There is no evidence to suggest that nonconforming product exists in house or in the field. From the out of specification confirmation, further investigation into the reported lot was necessary, and found eight additional lots manufactured on the same day. One lot had a complaint from the field reported for the same failure, but no confirmed devices manufactured out of specification have been identified at this time. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed for "hepatapostema drainage treatment". As reported, "after the catheter was placed, the joint of the catheter was found leaking." The catheter was replaced with the same device from another lot, but the same leakage occurred. A second device from the replacement lot was then placed without incident. The procedure was completed with this device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The first incident of leakage is recorded under the medwatch report with patient identifier (B)(6). The second incident of leakage is recorded under the medwatch report with patient identifier (B)(6).